Event description:
On (B)(6) 2013, the reporter stated that on an unk date, it was identified that there was an induration at the injection site of the nexiva insertion. On (B)(6) 2013, antibiotics were implemented and administered. No further info was available.

Manufacturer narrative:
No product has been received to date. If product is returned, analysis will be conducted.